Manufacturer narrative:
Device was returned for evaluation. A section the wire returned inside the section of the delivery sheath and the filter bag came back in deployed state. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath and the wire and the delivery sheath was detached and kinked before the filter, moreover the spring tip was bent, stretched and detached. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that filterwire fracture occurred and was removed by snaring. Patient was under local anesthesia. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the filterwire reached the c2 position successfully. When the filter was retracted and delivered into the sheath, it was noted that the filter guide wire entangling and was unable to withdraw from the body. The filter was withdrawn with a snare. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that filterwire fracture occurred and was removed by snaring. Patient was under local anesthesia. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the filterwire reached the c2 position successfully. When the filter was retracted and delivered into the sheath, it was noted that the filter guide wire entangling and was unable to withdraw from the body. The filter was withdrawn with a snare. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.